Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2026. No further information available.